Event description:
The patient sustained a 3/4 inch tear in two spots of the point of the three pins in the hairline. The laceration was sutured and stapled. No complications after sutured and stapled.